Manufacturer narrative:
Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin, and no hazard alarms were generated. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room at (B)(6) (hospital) with hyperglycemia. The patient's blood glucose (bg) level reached 24.7 mmol/l (445 mg/dl) while wearing the pod between 1 and 4 hours. Symptoms reported include the patient having chest pressure, stomach issues and feeling very thirsty, nauseous and cramps. The patient was treated with an unspecified infusion. The patient was discharged the same day but visited the hospital again for 1.5 hours since their bg was above 20 mmol/l (360 mg/dl). A new pod was applied at the hospital and the patient's bg level went down.